Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the implant procedure, the patient experienced perforation of the right ventricle. During insertion of the lead, there was mechanical resistance resulting in difficulty to rotate the helix and causing the helix to be deformed. Once in the ventricle, several positions were attempted but never achieved acceptable values for thresholds. There was also high impedance. The lead was not implanted and replaced with a new one. No further patient complications have been reported as a result of this event.